Event description:
It was reported that there was no stimulation sensation and loss of therapeutic effect following a fall. The patient fell one week after implant and fractured her hip. Additionally, the device was reportedly turning off. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).